Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. The patient experienced diaphoresis and confusion. The patient could not recall the cgm estimated glucose value (egv) nor bg value, but alleged the device was providing incorrect readings. The spouse provided 2 glucagon, carbohydrates, and glucose tablet. There was no documentation of further medical intervention. At the time of the report, the patient was doing fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.